Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device. The reported complaint could not be confirmed and the repair could not be verified. A non-medtronic service provider found pressure building in the compressor, opened the ventilator, found tubing disconnected in the inspiratory pneumatic, reconnected it properly and the ventilator worked properly.

Event description:
It was reported that during service a ventilator had an air supply loss alarm displayed on the screen. There was no patient involvement.